Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: a flextome cb monorail 10/3.00mm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device, subjected to positive pressure but the device still could not be inflated. A microscopic examination identified a balloon longitudinal tear measuring 10 mm proximally from the distal marker band. An examination of the balloon material and marker bands identified no issues which could potentially have contributed to this complaint. A visual and tactile examination on the hypotube identified no issues. A visual and tactile examination identified multiple kinks in the shaft polymer extrusion. A visual and microscopic examination identified no damage to the tip, marker bands or blades of the device. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 01may2020. It was reported that the device was unable to cross. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10/3.00 flextome cutting balloon was selected for use in a percutaneous coronory intervention of heart disease. During procedure, it was noted that the device was unable to cross. The procedure was completed with a different device. No patient complications reported. However, device analysis revealed a balloon longitudinal tear measuring 10 mm proximally from the distal marker band.